Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was 21.9 mmol/l. Customer reported that display is blank. Customer reported that the display was not blank less than 30 seconds. Customer reported that insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self-test, displacement test or verify missing segments/partial display due to blank display.